Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The intervention was on an aneurysmal renal artery. As the physician was advancing the delivery catheter through the sheath she noticed that the stent was sliding off the balloon and would not pass through the valve of the sheath. Both the sheath and the stent were removed and exchanged for a new one. No harm came to the pt.